Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon routine device check, five stored episodes of non-sustained ventricular tachycardia were observed. Two of the episodes indicated a very short period of non-physiologic noise. Additionally, right ventricular (rv) impedance measurements were greater than 2,000 ohms on several occasions. Aggressive isometric testing did not reproduce the increased impedance measurements. The device duration was reprogrammed and the patient would be seen again in three months. To date, no adverse patient effects were reported with this clinical observation.